Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was the patient was having difficulty connecting the controller to the recharger to the ins. Prior to calling the caller started a charging session and the base of recharge antenna where the cable connects and relay box got very hot within one minute of starting the charging session. The caller tried to start a passive charging session and the recharger also got hot during that time. In some instances the numbers on the passive charging screen would not change. The patient claimed that the cable shocked her during a charging session. During the call the controller/recharger was connecting to the ins for normal charging. The ins battery indicator on the controller was showing the red indicator (the ins was 0-9% charged). The issue was not resolved through troubleshooting. A replacement re charger (rtm) was sent to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (b(6)) revealed the recharge antenna failed due to an intermittent "poor recharge quality" error message and the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.